Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned control board was installed into a test ventilator. When the power was turned on there was nothing on the ventilator display. This verified the reported complaint. A mode inductor on the control board was found to be damaged. This component was replaced and the device then functioned normally.

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, a device alert alarm occurred and the ventilator stopped cycling. The screen remained black and the audible alarm could not be silenced by pressing the alarm silence/ reset button. The device was removed from the patient and the patient was connected to the o2 therapy device before being transferred to another ventilator. The alarm stopped after the battery was allowed to deplete. There were no negative patient consequences reported.